Event description:
Boston scientific received information that when this programmer was turned on, a burning smell was noted. The programmer was immediately turned off and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis determined one of the internal circuitry was confirmed to have an excessive temperature. The programmer was repaired.